Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, it was found that a optease retrievable filter femoral 55 cm was placed in the reverse direction, and the filter was quickly removed in consideration of the presence of risk factors. The device was removed with a capture catheter and a grabber device with no additional procedure to remove the device. There was no reported patient injury, and the patient is "good". The patient had a deep vein thrombosis (dvt) that had iliac pressure syndrome with severe closure of one femoral vein and thrombus. There was no thrombus present at the implant site. A postoperative placement of a thrombolytic tube was done. Pre and post imaging was completed and there were no complications. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. A product history record (phr) review of lot 18113975 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter- inaccurate placement- upside down¿ could not be confirmed without the return of the device or procedural films for review. With the limited information available it is not possible to determine an exact cause for the event, however procedural or handling factors may have contributed to the incident. According to the instructions for use, which is not intended as a mitigation of risk, the optease retrievable filter is supplied constrained in a plastic storage tube indicating the appropriate orientation for femoral and jugular/antecubital approaches. Never reload a fully ejected filter into the storage tube as this could result in incorrect orientation for the selected access site. Possible complications include, but are not limited to, incorrect orientation of the filter. According to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Filter release (or deployment) is performed under continuous fluoroscopy (figure 8a/b). Prior to releasing the optease retrievable filter from the sheath introducer ensure that: the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, it was found that a optease retrievable filter femoral 55 cm was placed in the reverse direction, and the filter was quickly removed in consideration of the presence of risk factors. The device was removed with a capture catheter and a grabber device with no additional procedure to remove the device. There was no reported patient injury and the patient is "good". The patient had a deep vein thrombosis (dvt) that had iliac pressure syndrome with severe closure of one femoral vein and thrombus. There was no thrombus present at the implant site. A postoperative placement of a thrombolytic tube was done. Pre and post imaging was completed and there were no complications. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was found that a optease retrievable filter femoral 55 cm was placed in the reverse direction, and the filter was quickly removed in consideration of the presence of risk factors. The device was removed with a capture catheter and a grabber device with no additional procedure to remove the device. There was no reported patient injury and the patient is "good". The patient had a deep vein thrombosis (dvt) that had iliac pressure syndrome with severe closure of one femoral vein and thrombus. There was no thrombus present at the implant site. A postoperative placement of a thrombolytic tube was done. Pre and post imaging was completed and there were no complications. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.

Manufacturer narrative:
As reported, it was found that a optease retrievable filter femoral 55 cm was placed in the reverse direction, and the filter was quickly removed in consideration of the presence of risk factors. The device was removed with a capture catheter and a grabber device with no additional procedure to remove the device. There was no reported patient injury and the patient is "good". Access was through the femoral vein. The patient had a deep vein thrombosis (dvt) that had iliac pressure syndrome with severe closure of one femoral vein and thrombus. There was no thrombus present at the implant site. A postoperative placement of a thrombolytic tube was done. Pre and post imaging was completed and there were no complications. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was returned for analysis. The obturator and the winged storage tube were the only components returned. All components were thoroughly inspected observing no damages or anomalies on the returned components. The winged storage tube was inserted on the obturator with the femoral orientation. The complaint reported by the customer as ¿filter~inaccurate placement upside down (optease only)¿ could not be confirmed because only the obturator and the properly oriented winged storage tube were returned for analysis. The exact cause of the upside-down placement cannot be conclusively determined during the analysis however, inadvertently orienting the storage tube towards the jugular/antecubital side may have led to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve (figure 6a/b). Place the appropriate end of the storage tube (containing the optease®retrievable filter), as far as possible into sheath introducer hemostasis valve (figure 6a/b).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, it was found that a optease retrievable filter femoral 55 cm was placed in the reverse direction, and the filter was quickly removed in consideration of the presence of risk factors. The device was removed with a capture catheter and a grabber device with no additional procedure to remove the device. There was no reported patient injury and the patient is "good". Access was through the femoral vein. The patient had a deep vein thrombosis (dvt) that had iliac pressure syndrome with severe closure of one femoral vein and thrombus. There was no thrombus present at the implant site. A postoperative placement of a thrombolytic tube was done. Pre and post imaging was completed and there were no complications. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.